Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was unknown. The patient stated that the pump got wet as he was riding on a boat. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted and no unexpected restart alarms noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot. No moisture damage on motor assembly or electronic assembly noted during visual inspection.